Manufacturer narrative:
(B)(4). An engineering quality review was completed for this complaint file; the complaint was not confirmed due to a lack of sample. This report was for a 2240 alarm (air in set) caused from the supply bag falling and disconnecting. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. On homechoice apd systems patient at-(B)(6) ((B)(6)) issued on (B)(6) 2009 patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review finds the labeling adequate for the potential use error(s) in the complaint. The technical service representative (tsr) reviewed proper procedures per the user manual with the home patient. Similar complaints have been received for this reported problem, but there is no adverse trend for this issue. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm on the homechoice (hc) unit during dwell 3. The technical service representative (tsr) instructed the home patient (hp) to close the clamps and the transfer set. The tsr then instructed the hp to cycle power off/on to the system error 2367 alarm. The technical service representative (tsr) further instructed the hp to cycle power off/on again to the "press go to start" prompt. The tsr explained the alarms. The hp stated a supply bag fell off the table and disconnected. The tsr advised the hp to report the alarms to the peritoneal dialysis nurse (pdrn) (B)(6). The hp confirmed he would finish therapy manually. The lot numbers of the supply bag and cassette were unknown. The sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.